Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3389-28, lot # 0211570758, implanted: (B)(6) 2017, product type lead product ID 3389-28, lot # 0211688333, implanted: (B)(6) 2017, product type lead.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the patient had serous discharge coming from one of their burr hole sites. The patient was admitted to the hospital on (B)(6) 2017. There were no signs of inflammation or clinical features of infection. The patient was started on antibiotics and a culture was taken. The culture did not yield any bacteria. A few days later on (B)(6) 2017, the patient felt some discomfort over the implantable neurostimulator (ins) site. After pressing on the ins site, a few milliliters of serous fluid poured out through a corner of the scar. The hcp wanted to rule out fluid collection at the ins pocket so an emergency exploration procedure was done. Around 5-6 cc of fluid was let out from the ins pocket and the ins pocket was repositioned during the procedure. Cultures from the fluid and the ins pocket were all negative for any pathogen. The patient's blood counts and coagulation profile were normal. The patient's wounds have healed well and the they were discharged from the hospital. There was no clinical evidence of infection and all of the cultures were negative. The hcp's impression was that the symptoms were due to an aseptic inflammation resulting from a tissue reaction to the deep brain stimulation (dbs) hardware. The patient's indication for use is parkinson's disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.